Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('malpositioned right essure device'). In an adult female patient who had essure (batch no. 731587), inserted for female sterilisation. The patient's medical history included: morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy and placement of right filshie clip for tubal occlusion). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: right 3, left 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, hysterosalpingogram with malpositioned right essure device. Greater than 50% of the device is present within the endometrial canal. And contrast flows freely through the right fallopian tube. Lot number#: 731587, manufacture date: 2010-04, expiration date: 2013-04. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned right essure device') in an adult female patient who had essure (batch no. 731587) inserted for female sterilisation. The patient's medical history included morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy and placement of right filshie clip for tubal occlusion). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: " right 3 " left 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: hysterosalpingogram with malpositioned right essure device. Greater than 50% of the device is present within the endometrial canal and contrast flows freely through the right fallopian tube. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.